Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. In addition, the pump battery gauge was incorrectly displayed. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined to troubleshooting with tandem technical support.